Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10812r28, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's catheter was curled up causing compression in the spinal column. The patient reported they may need surgery to remove the catheter. It was reported that the catheter was causing bowel and bladder problems. No further complications were reported.